Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqk, dqe, qaq, dxn, dsb, qms, fll. D4: the primary unique device identification (UDI) number's: (B)(4). G4. Additional 510k: k213682.

Event description:
It was reported that during preventive maintenance of this hemosphere foresight elite tissue module (hemfsm10) at the technical service center in japan, the numbers (1 and 2) on the sensor cable flag labels and the sensor connector labels did not match those on the housing. There was no patient involvement.